Event description:
According to the (B) (6) report, the end user was operating the motorized wheelchair on the wrong side of the roadway when the end user was allegedly fatally struck by a motor vehicle.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the (B) (6) report, the end user was operating the motorized wheelchair on the wrong side of the roadway when the end user was allegedly fatally struck by a motor vehicle.